Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was prepared on (B)(6) 2022. When the device was prepared, a hair was found inside the pouch of the device. It was reported that there was no damage noted on the packaging of the device. There was no procedure involved and the device was not used in the patient. Note: a photo of the complaint device inside the package was provided by the customer and shows a hair inside the sterile packaging.

Manufacturer narrative:
Block h6 (device codes): medical device problem code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h10: the returned jagtome revolution rx was analyzed, and a visual evaluation noted that the device was inside its original sealed pouch. There were no problems found. The pouch was observed under magnification and it showed a hair inside the sealed pouch. No other problems with the device were noted. The reported event of presence of hair inside the pouch was confirmed. Upon analysis, it was found that a hair was inside the sealed pouch. This compromises the sterility of the device. Based on all gathered information, the most probable root cause of this complaint is manufacturing deficiency. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a jagtome revolution rx was prepared on (B)(6) 2022. When the device was prepared, a hair was found inside the pouch of the device. It was reported that there was no damage noted on the packaging of the device. There was no procedure involved and the device was not used in the patient. Note: a photo of the complaint device inside the package was provided by the customer and shows a hair inside the sterile packaging.